Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A retained kit of architect anti-hcv reagent lot number 94357li00 and 95371li00, which contains the same bulk material as lot 95367li00, was tested for sensitivity. Results of this testing did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 6215, hcv 6216, hcv 6224, hcv 6225, hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a patient sample (ID (B)(6)) generated discrepant results between architect anti-hcv reagent lots. The sample was (B)(6) with lot 94016li00 and (B)(6) with lot 95367li00. The (B)(6) result is believed to be correct. No adverse impact to patient management was reported.